Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak at the connection with a nonbd connector and the tubing while connected to a patient. There was no patient harm.

Event description:
The customer reported a leak at the connection with a nonbd connector and the tubing while connected to a patient. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age/date of birth was requested but was not provided. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported a leak at the connection with a nonbd connector and the tubing while connected to a patient in the nicu. There was no patient harm.